Manufacturer narrative:
Additional information for h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. It was further reported that the patient had not noticed that any of the minicap packaging looked unsealed. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (completed). According to the reporter, the patient experienced relapse peritonitis 23 days after initial onset of the peritonitis. At the time of this report, the patient outcome was not reported, and pd therapy was placed on hold. No additional information is available.